Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the cre 18-19-20 mm dilatation balloon had three pinholes at the end of the procedure. No further information has been obtained despite good faith efforts. The anatomy location of the procedure and type of procedure are unknown and are being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the cre 18-19-20 mm dilatation balloon had three pinholes at the end of the procedure. No further information has been obtained despite good faith efforts. The anatomy location of the procedure and type of procedure are unknown and are being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. ***additional information received on september 03, 2025*** the type of procedure performed was esophagogastroduodenoscopy (egd) and the anatomy location was esophagus. The procedure was completed with another of the same device.